Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a1; a2; a4; b5; b6; b7: d6a; d10; g2; g3; h2; h6 d10: item# 801803603/ femoral head/ lot # 61287041 item# 00620006022/ shell/ lot # 60986884 item # 00630506036/ liner/lot # 61281107 item #6250-65-20 lot 61249391 bone screw 6.5x20mm item # 6250-65-25 lot 60847415 bone screw 6.5x25mm item #00771101200 lot#61235576 femoral stem multiple MDR reports were filed for this event, please see associated reports: 0002648920 -2019 -00881 0001822565 -2021 -03050 0001822565 -2021 -03051 0001822565 -2019 -05156

Event description:
It was reported the patient underwent right hip revision surgery 10 years post implantation due to elevated metal ions, and clinical evidence of bilateral mechanically assisted crevice corrosion. During the revision pseudocapsule, heterotopic ossification, polyethylene wear, metal debris, bone necrosis, component not engaged and blackening trunnion and femoral components were noted. The head, liner and locking ring were exchanged without complication. No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed . Subsequently, the patient was revised due to elevated metal ions. During the revision, ho was identified in the gluteus medius, as well as polyethylene wear and oxidation. Additionally, the pseudocapsule appeared necrotic. The head was well fixed to the stem, and once removed discoloration and debris was encountered. The femur and acetabular components were well fixed, but the locking ring was found in an open position and not mobile. The head, liner, and locking ring, and 2 screws were explanted, and a new zimmer head, liner, and locking ring were implanted. A definitive root cause cannot be determined for all issues reported in this complaint besides the difficulty disengaging the head and stem. There is no problem found relating to the head and stem having difficulty disengaging as they are designed to achieve stable, long term fixation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item# 801803603/ femoral head/ lot # 61287041, item# 00620006022/ shell/ lot # 6098884, item # 00630506036/ liner/lot # 61281107. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 -2019 -00881.

Event description:
It was reported patient underwent hip revision surgery. During the surgery, surgeon described corrosion and alval. Attempts have been made and additional information on the reported event is unavailable at this time.